Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bilateral hernia repair, upon umbilicus trocar insertion, both balloons were difficult to inflate and would not inflate to usual size. Another trocar was opened to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned product noted: the balloons, lock collars, valve seals and doors appeared intact. The inflation syringes were received. The obturators were received. A functional evaluation found that the balloons were inflated with no degree of difficulty and no leaks were detected. The balloons deflated properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.